Manufacturer narrative:
Medwatch sent to the FDA on 06/03/2016. Literature citation: hart, alexandra m.; lechowicz, mary jo; peters, kendall k.; holden, jeannine; carlson, grant w. ¿breast implant¿associated anaplastic large cell lymphoma: report of 2 cases and review of the literature.¿ aesthetic surgery journal 2014, vol. 34(6) 884-894. First published online: 01/aug/2014. The corresponding author has declined to provide allergan further information regarding event, product, product return, or patient details. The events of "fluid collection" and ¿recent history of celiac disease¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
The following journal article was reviewed: "breast implant-associated anaplastic large cell lymphoma: report of 2 cases and review of the literature." The authors reported that a patient's "medical history revealed a recent diagnosis of celiac disease, confirmed by duodenal biopsy." The authors additionally noted that an MRI of the breasts showed "posterior fluid collections bilaterally." Device was removed and total capsulectomy performed. Authors note evidence of silicone in the capsule, side of capsule not specified. This report represents the left side. See MFR report # 9617229-2016-00063 for the right side.